Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 500 hematology analyzer had a reddish diluent leak at vacuum chamber vc3. Customer reported that the fluid leak was contained inside instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found no visible leak. The customer was using the instrument when the fse arrived at the site. The fse found the actuators for valves 21 & 22 were sticking. The fse replaced the actuators along with pinch valve 21, the mount and the tubing. The fse observed a small leak in the tubing through pinch valve lv 22. The fse replaced pinch valve lv 22. The fse determined the leak was from the improper drainage of the needle bellows as a result of sticking actuator and small leak at pinch valve lv22.

Manufacturer narrative:
(B)(4).